Event description:
Rptr states that the pt was placed in the hands of surgeons who told them prior to the surgery that there were also lately no problems associated with the silicone testicular implants, as they were made with the same materials that were in breast implants that are used after mastectomy. According to rptr the product is now "openly" known as silicone. Rptr now has to live with the fact that they may have ruined rptr's son's life by listening to the so called educated drs.